Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an ECG malfunction, and ECG bias error was found in the status log. There was no report of patient involvement.